Event description:
Home pt (hp) reported a system error alarm 2240 when the pt line of home choice set accidentally became disconnected from transfer set during treatment phase drain 3. Hp discontinued treatment at time of the 2240 alarm. There was no pt injury nor medical intervention associated with this incident per hp.